Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
It was reported that the patient's log file was sent for review. A review of the log file revealed intermittent low flow events on (B)(6) 2021 at 0601-0719 and again on (B)(6) 2021 at 0503- 0600. These occurred in the presence of elevated pulsatility index (pi.) The patient has had issues with sensitivity to anti-high blood pressure (hypertension) medications. Their mean arterial pressures (map) were variable. The customer wanted to know if there was an obstructive component to the flow. Additional information revealed that the low flow alarms were caused by hypertension. The patient was at goal map 70-80 mmhg: asymptomatic and hemodynamically stable. The treatment for hypertension was for 10 mg of hydralazine 3 times a day with an additional 1 mg if maps> 90. The patient had an increase of entresto from 97mg to 103mg 2 times a day. The low flow alarms resolved with medical therapy and abbott representative adjusting and reprogramming the controllers with a low flow limit of 2.0 on (B)(6) 2021. Additional information revealed the outflow cannula of the left ventricular assist device (vad) had a mild kink in its midportion. There were also no findings of thrombus.

Event description:
Additional information revealed that the patient was put on high flow oxygen with improvement of oxygen saturation prior to arrival at the hospital on (B)(6) 2021. The patient was immediately placed on bipap. Chest x-ray showed chronic left-sided pleural effusion and pulmonary edema. No other acute infiltrate identified. Physical exam with consistent with acute on chronic heart failure. Shortness of breath and oxygen requirement improved with intravenous diuresis. On (B)(6) 2021, the patient was placed on nasal cannula, and then transitioned to room air on (B)(6) 2021. They remained stable on room air for the remainder of the hospitalization.

Manufacturer narrative:
Manufacturer's investigation conclusion. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported events could not be conclusively determined through this evaluation. The submitted controller event log file captured 15 low flow hazard alarms along with intermittent low flow events throughout the course of the log file. No other atypical events or alarms were captured. The system appeared to operate as intended at the set speed for the duration of the file. A computed tomography angiography (cta) with contrast was performed to evaluate for outflow graft obstruction and kinking and the heart failure status of the patient post-implantation. It was reported that low flow alarms were present. The results showed postoperative changes from after the lvas placement. The inflow and outflow cannulas were seated normally, and the outflow cannula enhanced normally throughout its length and had a normal anastomosis with the ascending aorta. There was a kink with an angle of approximately 45 degrees observed in the midportion of the outflow graft, but no thrombus was present. The left ventricle cavity was severely dilated and had wall thinning consistent with remote postischemic sequela. The ascending aorta was dilated with a diameter of 45 mm. There was an aortic valve prosthesis that had thickened leaflets. The left ventricular cavity was severely dilated and there was thinning of the myocardium. There were also coronary calcifications and stenting. The abdominal aorta was aneurysmal to a diameter of 50 mm. There was mural plaque was irregular with ulcerations. There was also a thin curvilinear structure involving this segment of the abdominal aorta extending into the right common iliac artery that was concerning for an intimal flap. There was also a thin similar defect barely perceptible in the proximal celiac axis that was difficult to ascertain if this might also be involved versus being artifactual. The central airways were patent. There was a small amount of patchy groundglass in the right upper lobe, overall right upper lobe abnormalities were decreased from (B)(6) 2021 with reduction of septal thickening. There was a trace left pleural effusion which is also slightly improved, and mild basilar atelectasis. The patient had emphysema. The liver, gallbladder, pancreas, spleen, and adrenal glands were unremarkable as far as can be ascertained accounting for artifact from the left ventricular assist device. There were also a couple hypoattenuating foci in the kidneys that were too small to characterize and a nonobstructive 3 mm calculus of the left renal upper pole. The imaged portion of the bowel was unremarkable. There was also degenerative changes of the spine, sternal wires and closure plates. There was an intimal dissection flap extending from the ulcerated mural plaque of the 50 mm abdominal aortic aneurysm into the right common iliac artery. Vascular surgical consultation was suggested. It was suspected that there might also be involvement of the celiac axis proximally. The heartmate 3 lvas IFU, rev. C and the heartmate 3 lvas patient handbook, rev. C are currently available. Section 1 of the IFU, ¿introduction¿, lists hypertension as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 of the IFU also addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. This IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 5 of the IFU, "surgical procedures", contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "de-airing the pump", cautions the user: "do not rotate/twist the sealed graft. Check the alignment of the black line on the graft to verify that the sealed graft is not twisted or kinked." This section also explains how to attach the bend relief once the vent needle has been removed from the sealed outflow graft and leaks have been ruled out. Section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 6 of the IFU, under ¿blood pressure management¿, states that post-implantation hypertension may be treated at the discretion of the attending physician. Any therapy that consistently maintains mean arterial blood pressure less than 90 mm hg should be considered adequate. Furthermore, section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 04apr2021. No further information was provided. The manufacturer is closing the file on this event.